Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date would intermittently change without the customer changing the setting. Reportedly, the customer would resolve the issue by changing to the correct date manually. The customer's blood glucose level was in the 200 (mg/dl) range. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.